Event description:
Since around 2002 the patient complained of a pain at the knee, and the surgeon found osteolysis by x-rays. From 2003 to 2004 osteolysis by x-rays. From 2003 to 2004 osteolysis was worse, and the surgeon found that the tibal tray broke. The surgeon performed revision surgery in 2005.